Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database did not show any other reports against the product and lot combinations. A DHR analysis of the batch returned (stem) shows an initial conformance of this product with regards to its specification. For this batch, it there did not have deviation or failure investigation report. Review of the provided x-rays confirmed the complaint but the cause is undetermined. Probably the stem was undersized. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Not returned.

Event description:
During holiday in (B)(6) approximately 2 weeks ago, pt had a neck of femur fracture. This was operated on in thailand and a corail with self centering bipolar head implanted. Pt presented at the gold coast hosp with sciatic nerve palsy and shortening of the operated leg. An x-ray was taken and it was apparent that the femoral stem had been mal-positioned and was potentially undersized resulting in significant subsidence of the stem. On opening the pt, it appeared that damage to the sciatic nerve may have occurred at the time of primary surgery and a suture was found to be though/ close to the sciatic nerve. Also evident on the x ray and in surgery was the fracture to the lesser trochanter. This fracture was circlaged with 2x cables and a spectron femoral stem cemented in place.

Event description:
During holiday in (B)(6) approximately 2 weeks ago, pt had a neck of femur fracture. This was operated on in (B)(6) and a corail with self centering bipolar head implanted. Pt presented at the gold coast hosp with sciatic nerve palsy and shortening of the operated leg. An x-ray was taken and it was apparent that the femoral stem had been mal-positioned and was potentially undersized resulting in significant subsidence of the stem. On opening the pt, it appeared that damage to the sciatic nerve may have occurred at the time of primary surgery and a suture was found to be though/ close to the sciatic nerve. Also evident on the x ray and in surgery was the fracture to the lesser trochanter. This fracture was circlaged with 2x cables and a spectron femoral stem cemented in place.